Manufacturer narrative:
The sample was not returned. Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
(B)(4). The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.